Event description:
It was reported the patient's lead was frayed and exhibited conductor externalization with particular worsening at the coil junction level. Diagnostics indicated normal parameters were still present. No intervention or patient symptoms were reported.